Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the start of the procedure, the first product was opened to the sterile field. The surgeon complained that device "was not working correctly" and requested another device. Per surgeon the device was "sticking," not opening and closing properly. A second product was opened to the sterile field but this device became stuck closed inside of the patients abdomen. The device was removed from the abdomen and the vaginal cuff was closed in a different fashion. Both devices were saved in a biohazard bag. They used another device to correct the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. If information is provided in the future, a supplemental report will be issued.